Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon noticed the outer gasket (seal) was torn. Only 10mm instruments had been used up to that point. A second trocar was pulled (511sd) and it quickly tore also. No sharp instruments were used. A third trocar was used and the case was completed uneventfully. The or time was extended approx twenty mins.